Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion (frequent/persistent) issue. Reportedly, the issue remained unresolved despite changing supplies. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09-mar-2018 device evaluation: the device has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during investigation, there were multiple occlusion alarms observed in the black box; the force at time of occlusions is high. Rewind, load cartridge, and prime steps performed successfully with no alarms. The pump was detecting correct force. Pump exercised for 24 hours with no occlusions occurring. Pump¿s cover was removed, no intermittent condition was found to the force sensor circuit.